Manufacturer narrative:
Pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump display screen is scratched and difficult to read. The customer's blood glucose reading was 180 mg/dl at the time of incident. Troubleshooting found that plastic may have come off of the unit and the screen cannot be read. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.